Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient was with her husband away from home having lunch. After lunch the only symptom the patient remembered was that she was having trouble walking to the car. She lost consciousness a short time later. The bg finger stick value was 35 mg/dl and the cgm reading was 121 mg/dl. He husband attempted to give her glucose to eat and called emergency medical services (ems). Paramedics arrived, and after they administered glucagon (injection), she regained consciousness in route to the hospital. After arriving at the emergency department (ed) at 12:30 pm, she was monitored but did not receive additional glucose and was discharged an hour later at 1:30 pm in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.